Manufacturer narrative:
At this time, the device remains in service. Additional information was requested; however, no information was available. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) impedance measurements of greater than 2000 ohms and loss of capture with no asystole. A surgical revision was performed and the patient's lv lead was explanted and replaced. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that a pocket erosion had also been observed prior to the previously reported lead revision procedure. Additionally, it was suspected that the patient had an lv lead fracture. The device was implanted subpectorally during the revision. No additional adverse patient effects were reported. The device remains in service.